Event description:
Sorin group (B)(4) received a report that all of the displays of the s5 system displayed error messages. The system was power cycled and the problem was resolved. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. Sorin group (B)(4) service was dispatched to the facility to investigate. While at the facility, the field service rep was unable to reproduce the problem and functional checks found everything to be working properly. Without the ability to reproduce the issue, no root cause could be determined. Sorin group (B)(4) will continue to monitor for this issue.